Event description:
The vein was accessed with the needle from the kit. The physician was able to advance the guidewire through the needle a few centimeters when the wire became lodged in the needle. The needle is being returned with the guidewire inlaid. Per email: the sales rep spoke with the doctor, who reported that the pt died. The doctor indicated that there may be other factors related to the pt's death, since the pt was non-compliant with her hemodialysis sessions, and did not care for the catheter properly. The pt had an infection associated with the catheter, which promoted the removal and replacement of the catheter. The pt was already in critical condition. During the placement of the catheter, the guidewire could not be advanced and was manipulated more than usual; the pt developed a hematoma at the insertion site, which made it impossible to insert another catheter. The doctor decided to switch the pt to peritoneal dialysis, but the pt died before treatment was started. The doctor believes that the hematoma was a result of the manipulation of the guidewire through the needle. The hematoma was extensive and prevented the placement of another catheter. It is also true that if the pt had been compliant with her care and treatment, there would have been no need to change the catheter.

Manufacturer narrative:
This complaint of a damaged "j" tip guidewire is confirmed and will be recorded as user related; however, the cause of the pt's death is undetermined. The damaged incurred to the guidewire exhibits tensile elongation of the outer coils and separation of the center core wire is located at the distal end "j" tip. Upon receipt of the complaint sample at (B)(4) the damaged section of the guidewire has lodged inside the introducer needle. As evidenced by the sample returned it appears the guidewire has been damaged through use. The IFU gives full warnings concerning this issue. The product IFU cautions the user to, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. This appears to be a user technique issue. Prior to placement the pt was in critical condition and experiencing an infections (reference file# (B)(6)) with the original catheter. This catheter was removed prior to the complaint incident. The complaint record did not include any complications while inserting the device other than the inability to advance the guidewire through the introducer needle. The cause of the hematoma is undetermined. The returned complaint sample contains damage characteristics including manipulation and blunt force. However, with the condition of the complaint sample that was rec'd, the pt's physiology at the time of the complaint incident and the device being "manipulated more than usual" at the time of placement suggest another factor(s) was (were) involved. Vessel perforation was not reported by the complaint facility. The complainant also indicates that, "there may be other factors related to the pt's death, since the pt was non-compliant with her hemodialysis sessions, and did not care for the catheter properly." Lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.